Event description:
A physician reported that during the trabecular stent implantation procedure, the stent had entered schlemm¿s canal but had remained attached to the cannula and could not be released. As the stent could be pulled back, it had been retrieved without difficulty. A second attempt at inserting the stent had been considered. However, because the patient had been unable to maintain stable fixation and angle observation had been difficult, the surgery was discontinued. Additional information was requested; none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).